Event description:
Prodisc made back and legs worse to the point I had to use wheel chair at times. Finally had to have it removed which put me at risk. I had problems in recovery phase of new surgery. I had to have fusions installed and now have better luck where prodisc was but other issues because of multiple surgeries.